Event description:
This lead was implanted on (B)(6) 2011 and remains implanted at this time. It was reported to technical services on 12/30/11 that it will be explanted due to patient infection. Per pt he has had itching since implant. Nurse states he has had temps in the low 100's. Dr. (B)(6) and dr. (B)(6) are working together. Dr. (B)(6) will do the extraction. Pt had a neck brace on. Rep asked and pt stated he fell. Pt denied being dizzy. Md thinks he just tripped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).